Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was out at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found a leak in the acid dispense line, a crack in the luminometer housing and bleach in the reagent probe water lines. The cse replaced valves 66 and 67. The cse replaced the luminometer housing and repaired the acid dispense line. The customer's qc was within range and a precision study performed for vitamin d resulted within range. The cause of the discordant, falsely elevated vitamin d and intact parathyroid hormone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin d and intact parathyroid hormone results were obtained on patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). For patient 1, the customer repeated the same sample on the same advia centaur xp instrument, twice, resulting lower. For patient 2, the customer repeated the same sample on the same advia centaur xp instrument, with a dilution of 1:2, resulting lower. The customer repeated the same sample on the same advia centaur xp instrument a second time, neat, resulting lower. For patient 3, the customer repeated the same sample on the same advia centaur xp instrument, four times, resulting lower than the initial result. For patient 4, the customer repeated the same sample on the same centaur xp instrument, resulting lower. The customer repeated the same sample, three more times on the same centaur xp instrument, resulting lower than the initial but higher than the first repeat. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d and intact parathyroid hormone results.